Manufacturer narrative:
The product investigation was completed as the complaint device was not returned for analysis. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001512 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that during an ablation procedure, there was blood leakage was observed from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large after the ablation catheter was removed. There was no leakage while the catheter was inside the sheath and was used to map and ablate. No separation was noted on the valve. No air entered the patient¿s body. Patient¿s hemodynamics was not compromised due to the issue experienced. No intervention was required to stop the blood leakage. The procedure was successfully completed. With the information available, this won¿t be considered a patient event but a product malfunction for ¿hemostatic valve-separation¿ as it is most likely the back flow bleed occurred due to a malfunctioning/dislodged valve. Hemostatic valve separation is MDR-reportable.